Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple unexplained pump reboots on the event date. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump; a power loss was not observed. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following additional findings: a review of the device history indicated multiple low battery warnings and a replace battery alarm, as well as evidence of a partially discharged battery installation. Current draws measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted without user intervention and gave low battery alarms despite new battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.